Manufacturer narrative:
Date of event: exact date unknown, event occurred two months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing burning sensation at the pocket site. The patient underwent a revision wherein the ipg was relocated and the patient was doing well with good coverage postoperatively.